Event description:
It was reported that a pt underwent a coronary bypass procedure on an unk date and a drain was placed. When the reservoir was connected, after removing the air, a small amount of the drained liquid returned to the drain with no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.